Event description:
During elective explant procedure, detachment of the header was observed. The device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, device was visually inspected, and header of the device was found to be cracked and separated from the can due to excessive force by the user. This is consistent with improper handling of the device header by user. Device was received in backup mode with battery at end of service (eos) level due to normal usage. The implant duration exceeds the projected longevity indicating normal battery depletion.